Manufacturer narrative:
This is one of two device reports associated with this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the pt experienced a cardiac event and subsequently expired. These claims were allegedly caused by exposure to the product administered during dialysis treatment.